Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased threshold could not be conclusively determined.

Event description:
During a follow-up, the left ventricle threshold was continuously increasing. No intervention was performed at this time. The patient is stable.